Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of a surgical incision was exacerbated by the lifevest equipment. The patient described the area as irritation & bleeding to where the incision is located. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the incision which she is using on the affected area. The outcome of the irritation is unknown as follow up attempts were unsuccessful.